Manufacturer narrative:
Investigation: 5 photos and 1 used sample were returned for evaluation. Needle pierced through catheter was observed from the sample received. No fm was observed on the catheter tip from the sample received. The complaint is confirmed and product is out of specification needle pierced through catheter could have occurred during assembly of catheter and cannula or during product application when the product was manipulated. CAPA#590840 had been initiated to address needle pierced through catheter issue. A device history record review showed no non-conformance's associated with this issue during the production of this batch.

Event description:
It was reported that bd insyte¿ IV catheter is split and had foreign matter. The following information was provided by the initial reporter: the catheter tip is burr.

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ IV catheter is split and had foreign matter. The following information was provided by the initial reporter: the catheter tip is burr.